Event description:
It was reported that a homechoice device experienced a system error 2240. This occurred during the initial drain cycle of peritoneal dialysis therapy. The reporter stated that they had pressed "go" to initiate therapy prior to connecting. The technical services representative assisted the nurse in clearing the alarm and advised them to start therapy over with new supplies. There was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4) it was reported that the customer had pressed go prior to connecting, which is a user error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. Section 10-8 provides step-by-step instructions for properly priming the disposable set. Section 10.9 provides step-by-step instructions for when and how to connect to the disposable set. A review of the labeling for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.